Event description:
Literature: paemeleire k, van buyten jp, van buynder m, et al. Phenotype of pts responsive to occipital nerve stimulation for refractory head pain. Cephalalgia: an international journal of headache. Jun 2010;30(6):662-673. Summary: the authors retroactively examined 44 pts with medically refractory head pain and treated with ons between (B)(6) 2000 and (B)(6) 2006. Twenty-six pts consented to undergo a clinical interview and headache phenotype between (B)(6) 2006 and (B)(6) 2007 according to the international classification of headache disorders. (B)(6). All 44 pts had an occipital component to their head pain and 18 also had a trigeminal component. Twenty-one pts underwent unilateral neurostimulation, 10 on the left, 11 on the right, and 23 had bilateral neurostimulation, using one electrode in 19 and two electrodes in four. The mean duration of f/u was 36 months (range 787 months). The total device time was 1592 months. Reportable event: fourteen of the 44 pts had a total of 18 revisions. Two pts that had a new lead put in place because of dislocation, nine pts had a new lead put in place because of lead fracture, with four of these pts undergoing a second revision, again lead replacement. In three cases there was a problem with the connection, with pain due to local current leakage, requiring opening of the connection and cleaning it. There were two instances of infection, one at the level of the lead insert during the trial period, and one later after implantation at the level of the connector due to a small skin defect. Both infections were resolved with short-term antibiotic treatment.

Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. At this time no additional information was available, additional information regarding the pt, event, interventions and outcome has been requested.